Event description:
A surgeon reports noticing a peripheral mark on the surface of the intraocular lens (iol) after implantation. The patient has reported blurred vision and the surgeon is considering lens replacement. Additional information has been requested.

Event description:
Add'l info from the reporting surgeon indicates the mark on the lens was much improved and pt does not anticipate a visual defect and the source of any visual problem is stemming from cme (cystoid macular edema) recently noticed. The surgeon is no longer considering a lens exchange.